Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the intuitive surgical, inc. (Isi) clinical territory associate (cta) called an isi technical support engineer (tse) and reported that the customer was getting repeated error c-34 on the vio integrated electro surgical generator unit (iesu). The cta already tried to power cycle iesu, but error remained. The tse confirmed error c34 from the logs. The tse informed the cta that the iesu was faulty, and it had to be replaced. As a workaround, force triad generator could be used instead of iesu. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue and replaced the vio integrated electro surgical generator unit (iesu) to resolve the error. The system was tested and was verified as ready for use. An RMA was issued to evaluate the vio iesu. Additional information is being gathered to determine the contribution of the device to the customer reported issue.